Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. The download data from the pod showed that an 0x1c alarm had been generated, indicating that the pod reached the expiration time of 80 hours.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 428 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. The patient was treated with IV (intravenous) fluids and gave injections. The patient was released the following day. The pod was removed before going into the hospital.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.